Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not delivering insulin. Customer blood glucose at the time of the incident was 448 mg/dl. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer treated high blood glucose with manual injection. Customer decline troubleshooting for high blood glucose. The product was not returned for analysis.